Event description:
It has been reported that the geometry module was reset during the ongoing emergency procedure. After the restart there was an error with movement which was mentioned as error on [movement=detector frontal]. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system's geometry restarted while the customer was performing a diagnostic coronary procedure. During the restart, the tabletop was floating and no motorized movements were available. The procedure could be completed with a delay of less than 20 minutes. Log file analysis confirmed that the system's geometry had restarted itself as a safety mechanism after detecting a geometry error. A philips field service engineer (fse) examined the system on site and identified that the geometry error had been caused by a defective fd shift motor assembly and motor voltage regulator (mvr) low power board. After replacing the parts and performing calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The system identified a geometry error and initiated a restart of the geometry to recover from the issue. The geometry restart resolved the issue and the procedure was completed. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of mechanical movements that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.